Event description:
The customer reported that, in manual mode, device would charge but not discharge with therapy cable, but would work with hard paddles. There was not pt associated with the report.

Manufacturer narrative:
Physio-control provided customer with troubleshooting assistance and parts info to replace the therapy cable.